Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #:(B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the connector pin wiggled and the recharger was not charging and the screen was blank/empty. The patient mentioned he turned the ins off to avoid letting it deplete. The patient called back and said he was in a lot of pain without his stimulation and he can't charge due to equipment damage. The patient stated the pain starts first thing in the morning if he doesn't turn the stimulation on. The patient said the battery was at 60% so for fear of discharging, the ins was turned off. The patient said he will turn his ins back on to help with the pain and will charge it back up when he received a replacement desktop charger. The patient mentioned the ins was very uncomfortable, like a rock, on his backside. The patient said it was hard to get the antenna as close to the ins as he can to charge when he is lying in bed. The patient also said that he can't put the antenna on his bare skin because it gets too hot. The patient said he usually charges when the ins is around 60% every other night. No further complications were reported.